Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was a short period of intermittent oversensing observed on the right ventricular (rv) pac e/sense lead. It was noted the pin was reinserted into the header and was completely seated. The oversensing resolved itself over time and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.